Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a tingling sensation in the pocket which was found to be related to the right extension component. The extension was replaced. The pt recovered without sequelae.